Manufacturer narrative:
The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information this patient was admitted to the hospital due to an unspecified pacemaker malfunction which was causing palpitations for this patient. Device evaluation noted that the patient's right ventricular (rv) lead was pulled out of the device header. This is the third time this has happened to this lead. The patient is very heavy in the chest and there is no evidence of twiddling. The patient is not pacemaker dependent. The device was programmed to aai mode with very low outputs. The plan is to explore a possible chest reduction and then address the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that this patient's entire system was removed from service and replaced. No adverse patient effects were reported.